Event description:
According to the reporter, the patient's intubation tube was not holding the pressure correctly (re-inflated several times the day before from 20cmh2o to 30cmh2o at intervals of two hours this same day). During the respiratory weaning phase, the balloon was re-inflated when the patient was placed in a t-piece. 254 minutes later, on an effort of coughing, there was flagrant noise of flight with a doubt on the self-extubation of the patient. At the time of the incident, the patient began to have tachycardia on the patient's respiratory efforts. The problem was solved upon complete extubation with the approval of the doctor because the patient presented all the favorable criteria. The patient was reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.